Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed: the following steps failed: general condition check opening / closing of casing cover lid function check function of device in ¿on¿ mode check power with power test bench check speed with tacho meter and power supply. During service/repair the following was observed: lid fell apart from the housing. Replaced hinged bolts and pegs. Handpiece tested working within specification. During the service evaluation the following failures were identified: functional : fell apart - unattached visual : component damaged functional : will not run. Conclusion: failure reported is confirmed root cause: component wear action: repair.

Event description:
It was reported that during service and evaluation, it was determined that the handpiece device came apart/unattached. It was noted in the service order that the device lid was stuck appears to have been sterilized shut cannot open to insert battery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.